Event description:
The following reported event originated from a foreign distributor in (B)(6). The customer reported a touchscreen that is not working. They also sated that ther is some "kind" of vapor inside the touchscreen. No patient involvement.

Manufacturer narrative:
(B)(4). Per the information proved by the foreign distributor care fusion technical support determined that the front panel assembly was defective. A replacement front panel assembly was shipped ot he distributor. A returned good authorization (rga) number was also issued for the return of the alleged faulty front panel assembly for evaluation. As of (B)(6) 2015, the alleged faulty front panel assembly has not been received. Once received and evaluated, a follow up med watch report will be submitted.